Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in-clinic. Their right ventricular lead was dislodged and exhibited high capture thresholds and decreased r-wave amplitudes. Chest x-ray confirmed lead dislodgement. The physician explanted and replaced the lead. The patient was in stable condition.